Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated when the cable was manipulated. The manufacturing record was reviewed and found no irregularities. It was presumed that the reported phenomenon occurred due to partial disconnection of the cable. The cause of cable breakage could not be identified.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the procedure, there was image flickers. There was no report of patient injury associated with the event.